Event description:
It was reported that the surgeon prepared to use the dermatome grafter on the pt's left posterior thigh, he changed the guard from a 2 inch to a 3 inch. He reassembled the dermatome and then continued to obtain the graft. A full thickness graft was removed from the pt's left posterior thigh in error. The surgeon reassessed the dermatome and noted that the blade was actually inserted upside down, thus causing the full thickness graft. The full thickness graft was sutured back in place to the posterior thigh.

Manufacturer narrative:
Device was not returned to the MFR for eval at the time of this report. If the device is returned to the MFR, a follow up medwatch will be submitted once the investigation is completed. It is documented in the instruction manual included with the device that when installing the blade into the dermatome "mate the drive pin with the hole in the blade. Note: "insert with this side up" message."